Event description:
A surgeon reports the haptic of the intraocular lens (iol) stuck to the optic following insertion. It took thirty minutes to release the haptic from the optic. Enlargement of the incision was required and the surgeon reports the excessive manipulation led to corneal damage and a scratch on the optic. The iol remains implanted. Add'l info has been requested.